Event description:
It was reported that during annual follow up, the device was found to be below end of life. Review of session records revealed that one month prior the battery was found to be within normal range. Patient was asymptomatic. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below expected limits. The battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.